Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation and filter tilt as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation, tilt, and embedment. Furthermore, it was alleged that the filter perforated both the duodenum and abdominal aorta. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twelve years and two months post filter deployment, computed tomography revealed the filter was tilted to the right with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. The filter legs have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. A filter leg has penetrated into the aorta and a filter leg was penetrated into the duodenum. Approximately nine months later, patient presented with abdominal pain. Approximately nine months later, computed tomography revealed redemonstrations of the filter with extension of the filter legs beyond the inferior vena cava without significant change from the previous study. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation, tilt, and embedment. Furthermore, it was alleged that the filter perforated both the duodenum and abdominal aorta. The device was removed. The current status of the patient is unknown.